Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery. The blood glucose reading was 25.1 mmol/l, which was treated with manual injection. The customer stated that the issue had not been resolved and that the alarm was recurring during the bolus process. Upon troubleshooting, the insulin did exit during a fixed prime. The caller was advised that the issue may have been related to an insertion site problem. No bent cannula was found. Advised the customer to return the infusion set for analysis. The caller declined to return the insulin pump and requested a replacement insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.